Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for about 25 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3110 with lot ctfbg2, conformed to the specifications when released to stock in 12th may 2015. Review of the history device records for the siphon guard was not possible as the lot number was unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Patient, boy with hydrocephalus. Born (B)(6) 2015. No information of implantation date of first shunt. X-ray show dilated ventricles. Suspect occluded shunt. Surgery (B)(6) with removal of a 823100 including siphonguard 823090. Replaced with 823100 without siphonguard this time (they believe the siphonguard is occluded!?). Date of explant / revision: (B)(6) 2016. Patient status / outcome: ok.